Manufacturer narrative:
Additional information: product was returned. The lower shaft is fractured at the centerline of the pivot pin. The location and amount of force required to induce fracture of the shaft is consistent with overload. The location, and amount of force required in order induce fracture of the shaft is consistent with overload.

Event description:
It was reported that during a tlif surgery the bottom shaft broke while trying to pull out the facet. A bigger pituitary was used to complete the procedure. There were no patient complications reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.